Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 slides was sticking. A field service engineer removed the drawer and replaced the slides to resolve. Ran diagnostics and confirmed it was operational. Restarted to the application. Replaced latch in drawer 4 as a preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed to open and was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.